Manufacturer narrative:
Investigation into this complaint included an service history review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: service history review: a service history review of sn (B)(4) found no prior service records related to the issue under investigation. Quality data review: non-conformance/CAPA history review found one pncr record and one CAPA investigation related to the issue under investigation. Complaint history review: complaint history review found 3 complaint tickets, including the one under review in this complaint investigation, related to instances of leakage from system solutions drawer due to a faulty lysis reservoir sensor on an alinity m system, list number (ln) 08n53-02. The two other related complaint tickets were investigated with no identified product deficiency. Based on the results of the investigation, a product deficiency was not identified for the alinity m instrument system or for assy, reservoir, 1l, dual tube. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.

Event description:
Customer reported receiving a lysis transfer error. The customer cycled power on the alinity m system and upon initialization the customer observed a puddle in front of the system solutions drawer. Customer opened the system solutions drawer and observed liquid on the floor of the drawer. Lysis reservoir was reporting erratic capacity % and lysis bottle was almost empty which customer had removed from cradle. The molecular application specialist (mas) advised the customer to clean the puddle in front of the instrument with water and no bleach solution as it is lysis. The customer used appropriate personal protective equipment (ppe) to clean the puddle and turned the instrument off. There was no reported injury related to the alinity m system leak, and the customer did not come in direct contact with fluid leak as they were wearing proper ppe. The field service engineer (fse) checked the lysis reservoir and found it was full even though the screen displaced 3%. The float sensor was bad causing a new lysis bottle to be transferred, which over-flowed the reservoir. The fse replaced the lysis reservoir bottle and float sensor and verified for proper reading. The fse cleaned the lysis in the drawer, inside the instrument frame and the floor around the instrument. The instrument was released back to the customer. There was no patient involved as the leak was identified by the alinity m user.